Event description:
The facility reported a colleague infusion pump with a malfunction of damaged battery. This condition had the potential to interrupt delivery. It is unknown when this condition occurred. There were no reports of patient involvement, patient injury, medical intervention necessary, or adverse reaction in association with this event. No additional information is available. The user interface module software version of this device is currently unknown.

Manufacturer narrative:
(B)(4). The device is currently in the process of being evaluated on site by a baxter field service technician. A follow-up report will be filed upon completion of the evaluation or if any additional details become available.

Manufacturer narrative:
(B)(4). The reported condition of a colleague infusion pump with a damaged battery was confirmed and reproduced during evaluation. The cause of the damaged battery alarm was due to user error. The main batteries and battery harness were replaced to fix the reported condition. The device has not been previously sent into service for the reported condition of damaged battery. However, during previous repair on 12/22/2010, 7/8/2010, 9/25/2009, 3/3/2009, 10/9/2008, and 11/28/2007 the main batteries and battery harness were replaced. This device is a remediated colleague pump with a user interface module software version of 5.09.90.